Event description:
The user facility reported a 44-year-old female (race unknown) with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the purge sidearm plastic filter cracked and was leaking. The team performed a purge sidearm bypass. The pump was not explanted. There was no patient harm related to this event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported purge sidearm leak has been completed. Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the purge leak-pump cannot be determined due to the product not being returned to confirm a leak or the location. The data logs were also not returned.